Event description:
A resectoscope cutting loop wire broke going through tissue during hysteroscoic ablation of a fibroid. A fragment of wire came loose from the device, but it was easily retrieved. No pt consequence were reported.